Event description:
It was reported that revision surgery was performed due to pain, difficulty walking, and swelling. Devices were originally implanted in 2007 in (B)(6), and revised in (B)(6) 2009 in (B)(6).